Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, urinary frequency, and urgency.

Manufacturer narrative:
Date sent to FDA: 7/24/2017 patient codes: (B)(4) - urinary problems and recurrence. Additional information: additional narrative: it was reported that the following the procedure the patient experienced infection, urinary problems and recurrence.